Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation was caused by the wire while the edwards delivery system on the wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a sapien 3 valve was deployed in the aortic valve via tf access. Following device deployment there was central aortic insufficiency within the valve, believed to be caused by the wire and nose-cone of the delivery system. An attempt was made to retract the delivery system and reposition the wire. At this point, it seems the wire perforated the left ventricle. Immediately the patient developed ¿tamponade physiology and a large pericardial effusion was present¿. The decision was made to convert to an open procedure and a sternotomy was performed. Pledgeted sutures were used to seal the ventricular perforation. Additional blood product were transfused and protamine IV was administered. Following achieving hemostasis the patient¿s sternum was closed and the perclose devices were used to close the access site. She was transferred to cvicu.